Event description:
Reportedly, after the stapler was fired, the anvil did not tilt and stapler was not able to be removed. The surgeon opened the stapler all the way, pulling the stapler out but leaving the anvil in the bowel. An enterotomy was made to remove the anvil. In addition some dissection was needed to assure a proper anastomosis. The surgeon also stated that the staples did fire properly. Procedure: low anterior resection.